Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the end user using batteries outside of the labeling of the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery compartment was observed to be charred/burned. Complainant did not indicate that there was any patient involvement in the reported malfunction.